Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator displayed a self-test error code when powered on. Removal of the battery cleared the error and the device returned to normal function. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results.

Event description:
It was reported that the external pulse generator displayed a self-test error code when powered on. Removal of the battery cleared the error and the device returned to normal function. No patient involvement was reported as a result of this event.